Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "smoke coming out of the pump" was confirmed and reproduced during product evaluation. This condition was caused by a burnt user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump that there was "smoke coming out of pump - electrical fire"; this condition had the potential to interrupt delivery. This condition was found after use of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.